Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Thyroidectomy- "I was present during the surgery. At the beginning, the device was recognised but it doesn't work (each activation = alarms). I unplugged and plugged one more time => device recognised. After this, each fusion cycle was defective (tissues flued to the device and fusion doesn't work wall => bleeding) we have changed the device and all was ok. The surgery could continue as usual. (Same lot number). After conversation with customer, he confirmed to have experienced a second device incident. Additional information received july 4, 2016: regarding the (B)(4), tissue was sticking to the device and the sealing doesn't work well. Consequently, tissue was bleeding. Tissue was sticking to the jaws. It's difficult to know if the sealing was good and the fact that the tissue was sticking gave bleeding. Or if there is an another reason. Different type if tissue have been sealed during the first part of the surgery. The device not sealing the vessel properly." Additional information received july 5, 2016: the sales rep is not able to detail exactly which type of tissue was sealed. The surgeon used this type of device for thyroidectomy and used every time during all the surgery. Consequently, vessels, fatty tissue, facia... Were sealed." First incident MDR 2027111-2016-00514. Type of intervention: "used an additional handpiece." Patient status: "ok."

Manufacturer narrative:
Investigation summary: the event hand piece was returned for evaluation. During inspection, engineering found that the gap between the jaws was insufficient. This condition can prevent the electrical circuit from being completed, which will cause the device to alarm when activated. This condition can also increase the likelihood of tissue adherence to the device jaws. Analysis of the device key activation logs confirmed the event experience. During functional testing, engineering observed tissue adherence to the device jaws and alarms when the device was activated on tissue. Engineering was unable to replicate the insufficient seal observed during the reported event since sealed tissue samples were noted to withstand acceptable burst pressure values. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for these types of events to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.